Manufacturer narrative:
The investigation into the pump stop, the ventricular fibrillation, and the vascular damage - peripheral vessel issues has been completed since the original report was filed. The product was returned for investigation. Based on the device investigation provided, the root cause of the pump stop was determined to be three open electrical lines most likely caused by patient movement. The root cause of the ventricular fibrillation was most likely patient condition related since it occurred after the pump stopped. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf is unable to be determined.

Manufacturer narrative:
The impella device was received from the customer on 01/05/2024 ,an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ . ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ . ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ . ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump stopped working during patient support. After three unsuccessful attempts to restart the pump, the patient suffered a sudden cardiac arrest and CPR was initiated. The impella was replaced and the patient was stabilized. It was noted that the patient had been agitated and mobile prior to the pump stop. Heparin had also been discontinued since the previous day due to oral bleeding.